Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented remotely via merlin.net transmission. Upon review, the right ventricular lead exhibited noise which resulted in ventricular high rate episodes. No intervention was reported. The patient was stable.

Event description:
New information received noted the patient presented in clinic for follow up. Programming changes were performed. The noise was not reproducible with isometric testing. The patient was stable throughout and will continue to be monitored.